Event description:
Customer reported she has been getting no delivery alarms since last night. She changed out her infusion set last night and again when she got home today. The device alarmed no delivery again during a manual prime and customer was able to resolve the issue. The device just alarmed no delivery again while customer was trying to bolus. Customer's blood glucose is 400 mg/dl. She stated she was out of town last night and did not have any long acting insulin, causing her current high. She treated with a manual injection. In troubleshooting, insulin did not exit in a fixed prime. Customer used a plunger to manually push insulin through and insulin exited. When checking the cannula, it was bent. Customer was advised the no delivery alarms were caused by an infusion set or reservoir occlusion. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).